Manufacturer narrative:
At this time, the device has not been returned for a proper evaluation. Additional attempts have been made to obtain information without success. Should additional information become available, it will be forwarded.

Event description:
The physician was using a novy cornual cannulation set during an hsg/ssg procedure. While navigating the catheter within the patient to get the catheter in place to expel the contrast media, the guide tip (3/4 inch) fell off into the patient. They were able to retrieve the tip. The procedure had to be redone with a new novy cornual cannulation set.